Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that an insulation anomaly on the lead resulted in false readings and malfunction of the ICD. During the procedure to remove the ICD, the lead could not be explanted. No reason was given for the unsuccessful explant. Within two weeks, the patient underwent a subsequent surgery and the lead was successfully explanted. No further information is available at this time.